Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump message indicating that "no bolus was delivered;" however, tandem technical support could not verify any alerts/alarms related to this pump message. During troubleshooting, the customer was able to deliver a 2 unit bolus without any issues and the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was 318 mg/dl.